Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced a period of asystole in the recovery room. The patient was taken back to the operating room and the pocket reopened. Lead testing with the psa gave good readings. The leads were disconnected and reinserted. Oversensing was observed with extreme pocket manipulation. The physician elected to explant the ipg and replace it with a model 1130.